Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during functional testing with known good test battery and the customer's returned non-zoll pads. The non-zoll pads returned with the device can contribute to this error. After clearing the error, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. It was recommended that the customer replace the pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.